Manufacturer narrative:
Information was provided in the file indicated the use of qualified associated products. Information was provided that the vivity dft315, 15.0 diopter, (1.5 extended depth of focus) lens was replaced with a vivity dft315, 14.5 diopter, (1.5 extended depth of focus) lens with a clinical reason of "refractive surprise." Additional information was provided that the lens was not available to evaluate but the surgeon's prognosis is good. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical technologist reported that following one month of implantation of an intraocular lens (iol) the lens was exchanged in secondary procedure with another lens. The clinical and patient reason for explant was refractive surprise. Additional information was requested.